Manufacturer narrative:
Thrombus was confirmed through the evaluation of the explanted pump. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and 26.5 inches of the distal portion of the driveline was returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Examination of the pump upon disassembly revealed a thrombus formations surrounding the inlet bearing ball. The laminated structure of this thrombus and areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase. The reported low flow alarms could not be confirmed based on the log file extracted from the returned system controller. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus, hemolysis and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years and 5 months. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was at the hospital and bridged with heparin drip on (B)(6) 2017 due to a procedure. The heparin drip was held for multiple hours but the patient was reported to be unstable to have the procedure done, the drip was resumed thereafter. On (B)(6) 2017, the device started to have low flow alarms overnight. On (B)(6) 2017, the patient had the planned procedure and the heparin drip was then again held for few hours, it was resumed after the procedure. The lactate dehydrogenase (ldh) was 1230 u/l (baseline 775 u/l), inr 1.4, ptt 40.1. The ldh continued to rise and the low flow alarms became sporadic. Echocardiogram was performed on (B)(6) 2017 and it showed severe aortic insufficiency with right heart congestion, aortic valve opening at every beat at 9400 rpm but closes on 10,200 rpm. The pump speed was adjusted to 10,600 rpm due to continued low flow alarms. The clinicians suspected device thrombosis and right heart dysfunction. The patient was transferred to the intensive care unit. The ptt goal was increased to 70-90 and the inr was above 2. Due to the mild improvement of the ldh, continued right heart dysfunction and persistent low flows, the patient underwent pump exchange on (B)(6) 2017.